Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system product, including 1.0 or 2.0 for controller> d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 10-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that "everything went red and there was an alarm" when one battery was disconnected from the controller. It was further reported that the battery was not recognized by the controller and did not provide power. The battery was removed from service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed an unexpected loss of power to the controller.  The controller remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) yes, return date: (B)(6) 2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller ((B)(6)) was not returned for evaluation. The battery ((B)(6)) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of (B)(6) revealed that the returned device passed visual inspection and functional testing. The battery was able to adequately charge and provide power to a test controller with no anomalies observed. Internal visual inspection revealed no anomalies. Log file analysis revealed one (1) controller power-up event with an associated motor start event was logged on (B)(6) 2024 at 13:38:28. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Review of the alarm log file revealed one (1) vad disconnect alarm was logged at 13:38:36, indicating that the controller was powered up withou t the driveline connected. The alarm cleared at 13:38:57, indicating that the driveline was connected to the controller. Additionally, review of the data log file revealed that the first data point was logged on (B)(6) 2024 at 13:39:04, indicating that the power-u p event likely occurred during the initial programming of the controller. Log file analysis also revealed one (1) additional controller power-up event with an associated motor start event was logged on (B)(6) 2024 at 07:14:27, indicating a loss of power to the con troller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 92% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and that (B)(6) was connected to power port two (2). The controller was without power for nineteen (19) seconds. No anomalies were recorded leading up to the loss of power. When the controller powers up following a loss of power, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is likely the loss of power event was perceived by the patient as the reported "everything went red and there was an alarm" event. In addition, log file analysis did not reveal any anomalies involving the battery within the analyzed period. As a result, the reported loss of power and the reported "everything went red and there was an alarm" events were confirmed; however, the reported events involving (B)(6) could not be confirmed. The most likely root cause of the initial loss of power can be attributed to a controller exchange. A possible root cause of the second loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.